Manufacturer narrative:
The field service engineer (fse) replaced all needle related tubing and check valves, he also cleaned the vacuum supply line for the waste drain and rinse lines of the primary cap pierce needle. He verified the instrument by running 25 samples through the primary cap pierce needle, running startup and all controls with customer, and issue was resolved. (B)(4).

Event description:
The customer reported that bloody fluid leaked from the coulter lh 500 hematology analyzer needle and was below the sample needle. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated